Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report receiver display issues that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected related to the customer complaint. A review of the downloaded receiver log and no errors were found. The receiver was found to have been shipped in manufacturing mode. The reported event of display issues was confirmed. The root cause was determined to be an assembly error.